Manufacturer narrative:
Insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred on (B)(6) 2015 per the pump history. Reportedly, the customer's blood glucose level was elevated prior to the alarm. The customer changed the cartridge, delivered a bolus, and blood glucose level decreased from 388 to 264 mg/dl. Reportedly, the customer was hospitalized on (B)(6) 2015 with a bg level of 361 mg/dl with ketones and was treated with intravenous insulin drip, electrolytes, and allergy medication the customer was expected to be released from the hospital on (B)(6) 2015. Troubleshooting with tandem's technical support determined that the cause of the elevated bg level was the infusion set site.